Event description:
It was reported that there was concern this pacemaker was exhibiting premature battery depletion, as the estimated remaining longevity dropped from 6 years to 4 years remaining in 1 year's time. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that there was concern this pacemaker was exhibiting premature battery depletion, as the estimated remaining longevity dropped from 6 years remaining to 4 years remaining over the course of one year. Data analysis showed the battery appeared to be depleting more quickly than expected, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received indicates this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function>. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that there was concern this pacemaker was exhibiting premature battery depletion, as the estimated remaining longevity decreased from 6 years remaining to 4 years remaining over the course of one year. Data analysis showed the battery appeared to be depleting more quickly than expected, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received indicates this device was explanted and replaced, and it was returned for analysis. No additional adverse patient effects were reported.